Event description:
During a robotic assisted laparoscopy with lysis of adhesions, resection of endometriosis, and appendectomy, the surgeon attempted to use a 45 mm vascular stapler. When he went to fire the staple load, the stapler malfunctioned. The device would close, but the load would not fire (staple). There was no harm to the patient. Another stapler was used to complete the surgery. The stapler was returned to the manufacturer for evaluation.